Manufacturer narrative:
The device was received, and an evaluation is complete. The reported symptom, white screen, was not reproduced, however the evaluator observed intermittent power due to a damaged six-pin connector on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen display. The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.